Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-057: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer did not provide the test strip lot number or meter serial number. The customer did not provide the result of concern obtained using this true metrix meter. Customer stated that she has another true metrix meter that she is also obtaining low blood glucose test results: reference internal report number (B)(4). The customer stated that since she is taking prednisone she believes the results should be higher than they are. The customer reported having a headache; medical attention was not needed at the time of the call. No further information was provided.